Manufacturer narrative:
The reported complaint was confirmed via the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's perfusionist, flow could be felt on his finger while checking the tubing. The blood gas values all looked fine and the data management system showed no indication of oxygen desaturation. The field service representative (fsr) was unable to duplicate the reported complaint. The fsr inspected the tubing and no issues were found. The epgs passed all tests and operated as it should. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during cardiopulmonary bypass (cpb) the electronic patient gas system (epgs) oxygen (o2) flow meter went from 3 liters per minute (l/min) to 0 l/min while in use. As mitigation, an o2 tank was used for the reminder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log review: on 22jul2021: 06:47:34 perfusion screen opened. 08:06:31 calibration successfully completed. 08:07:01: flow set to 2.9 liters per min (l/min), fraction of inspired oxygen (fio2) set to 0.984 (98.4%). 10:53:28 flow set to 2.66 l/min, fio2 set to 100%. 12:26:56 perfusion screen was exited. There is no indication of a problem in the log. Most likely the cause of the blood darkening is external to the gas system.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) electronic patient gas system (epgs) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set-up and calibrated the epgs per the instructions for use (IFU) without issue for the case on 22jul2021. In the maintenance period of cpb the team saw that the blood had went dark, and noticed that the gas flow to the oxygenator had gone to 0 on the central control monitor (ccm) display. The team stated that there were no messages on the messaging center of the ccm. The perfusionist went directly to a gas cylinder for gas flow to the oxygenator. When speaking with the chief of perfusion, he stated that the secondary perfusionist saw on the external flowmeter that there was flow to the oxygenator. Additionally, after the procedure, the perfusionist and the entire team did a troubleshooting exercise and stated that all lines were connected as expected, but that there was a little misalignment of the forane vaporizer to its mounting block. He did state that he does not know if that was the initial cause, but wanted to include that said information in the investigation. There was no harm or blood loss due to this incident. There was no delay in the continuation of the surgical procedure.